Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced premature power switching on the controller. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller, two ac adapters , one dc adapter and nine batteries were not returned for evaluation. No performance allegation was made against two ac adapters , one dc adapter, and nine batteries. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files did not reveal any premature power switching events during the analyzed period. As a result, the reported event could not be confirmed. However, a power source lubrication procedure was performed to mitigate the reported conditions and the power sources remained in use. If information is provided in the future, a supplemental report will be issued.